Manufacturer narrative:
The device was not returned to boston scientific for analysis. The instructions for use (IFU) identifies seizures and neurological effects as potential risks associated with the use of the deep brain stimulation (dbs) device, including seizures and speech or language difficulties. A record review determined that the reported seizures and subsequent nonverbal condition occurred during and after the implant procedure prior to initiation of stimulation and are consistent with events related to the surgical intervention rather than device performance. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of: adverse event related to procedure. D2b: additional pro code selection that applies to the indication of this device - <nhl, pjs>.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced seizures during and after the stage two implant procedure. Hospitalization was required beyond the standard post-operative care. The patient was nonverbal following the procedure, a condition that had not been present beforehand. Dbs therapy had not yet been initiated, as the patient had been given time to heal. The implantable pulse generator (ipg) remains implanted. Since the event, the patient recovered. It is planned that the dbs device will be switched at an undetermined time following a future follow up computed tomography (CT) scan.